Event description:
It was reported that bubbles were observed in the sheath side port during aspiration after inserting the farawave 2.0 nav us catheter into the sheath, although no bubbles were present prior to catheter insertion. The issue recurred upon reinsertion of the catheter but resolved after replacing the sheath, with no further bubbles observed during aspiration. No patient complications occurred. The device is expected to return for laboratory analysis.